Event description:
The customer received control results of 140 and 179 mg/dl on the contour next ez meter. The meter did not automatically mark them as control tests, which will be displayed as blood results when accessing the meter¿s memory. No adverse event was alleged. Control solution is expected to be returned for evaluation. New meter, strips and control were sent to the customer.

Manufacturer narrative:
Remedial action and (correction/removal reporting number. This information was not provided in the initial report.